Event description:
Per the clinic, the device was explanted on (B)(6) 2025 (date not reported) due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.